Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system became stuck on initializing peripherals following windows updates. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6). Was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6). Was performed from the date of manufacture, 09-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on initializing peripherals after the windows updates. A field service engineer (fse) addressed an application launch failure after multiple restarts, worked with engineering support to reimage the hard drive, then collaborated with local information technology to update the host file so the station could connect to the server. Fse then performed a data synchronization, confirmed the station was functioning normally, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.